Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2012. Upon follow up on (B)(6) 2016 the physician identified a potential type 3a endoleak with decrease in overlap between the main body and the proximal extension as well as a potential type 1a endoleak. The physician elected to implant an infrarenal aortic extension and an additional suprarenal aortic extension. Following the secondary procedure a type 1a endoleak still persisted. The physician implanted a non-endologix stent to seal the endoleak. The patient is stable.

Manufacturer narrative:
At the completion of the investigation, based on the patient information provided, a clinical assessment confirmed the decrease in overlap an endoleak was also confirmed. The observed leak was evaluated as a type 3b endoleak and not a type 3a endoleak as reported. The clinical evaluation identified the patient anatomy as a potential contributing factor to the reported event. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event. There have been no additional adverse events reported for this patient.